Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during priming. The customer's blood glucose level was unknown. Hey also reported that the insulin pump battery life was diminished, backlight was dim even when battery was not low, pump gave seldom random no delivery alarms, pump was chipped on the bottom corner and pump grinds and took longer when rewinding. The insulin pump will be returned for analysis.